Event description:
As reported in the article, 'transcatheter valve implantation in a failed homograft', approximately 9 years post implant of a non-edwards valve in the aortic position, the patient underwent a vale in valve procedure with a 26mm sapien 3 valve due to moderate/severe aortic insufficiency, moderate mitral regurgitation, and a diffusely hypokinetic left ventricular. Completion aortogram post implant of the 26mm sapien 3 valve showed no significant paravalvular leak (pvl). Tte revealed a well-seated valve and excellent hemodynamics with a mean gradient of 13 mmhg and trace pvl. The patient returned four months later with increasing dyspnea. Tte revealed severe pvl due to migration of the sapien 3 towards the lv outflow tract with homograft leaflets visualized above the sapien 3. The patient underwent a valve in valve in valve procedure with a 29mm sapien 3 valve placed slightly higher in the annulus with an additional 2ml of volume added to the delivery system balloon. The valve was noted to be well-seated valve with no evidence of pvl and a mean gradient of 10 mmhg. Recovery was uneventful, with discharge on post-tavr day four. Tte at one-year follow-up confirmed a well-seated valve with excellent hemodynamics and evidence of only trace pvl and a mean gradient of 13 mmhg.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. There were no images provided by the facility, however, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for thv migrated and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery/ medical record. It should be noted that off label implant of a sapien 3 valve in pure aortic insufficiency (lack calcification) homograft at aortic position. The edwards sapien 3 valve with the commander delivery system is not indicated for pure aortic insufficiency case. Therefore, the case is considered off-label. As reported, 'the patient underwent a valve in valve procedure with a 26mm sapien 3 valve due to moderate/severe aortic insufficiency, moderate mitral regurgitation, and a diffusely hypokinetic left ventricular. Completion aortogram post implant of the 26mm sapien 3 valve showed no significant paravalvular leak (pvl). Tte revealed a well seated valve and excellent hemodynamics with a mean gradient of 13 mmhg and trace pvl. The patient returned four months later with increasing dyspnea. Tte revealed severe pvl due to migration of the sapien 3 towards the lv outflow tract with homograft leaflets visualized above the sapien 3'. In addition, noted from article: challenges of tavr in homografts include lack of leaflet calcification leading to migration, ai resulting in poor visualization of the annulus and difficulty measuring the annular area. Mode of failure of aortic homografts is commonly ai with little leaflet calcification resulting in lack of adequate anchoring of transcatheter valves. Anchoring may be promoted by valve oversizing and adding additional volume to the delivery balloon. In this case, it was likely the inadequate of anchoring between implanted sapien 3 valve and pre-existing homograft due to lack of calcification on the homograft. It is known that challenges of tavr in homografts include lack of leaflet calcification result in poor anchoring to the target leading to migration. As such, available information suggests that patient factors (implanted site lack of calcification) and/or procedural factors (off label operation) may have contributed to the complaint event. Since the valve was migrated to lvot due to the off label operation, which could have compromised the seal provide by the pvl skirt between the valve and target site leading to pvl. As such, available information suggests that procedural factors (off label operation leading to thv migration) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.